Manufacturer narrative:
Concomitant medical products: product ID: 8731sc lot#: n131393007, implanted: (B)(6), explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 26-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (190mcg/ml at 9.12mcg (69.67mcg before)) and morphine drug, unknown (30mg/ml at 1.44mg after (11mg before)) via an implantable pump for unknown indications for use. It was reported that during normal scheduled pump replacement due to elective replacement indicator (eri), the healthcare provider (hcp) was unable to aspirate from the catheter access port (cap). Back table prime performed, new 8578 pump segment was added to the back table prime.  After reconnecting the new pump segment and the pump to the remaining catheter, the hcp attempted to aspirate from the cap and again was unsuccessful.hcp decided to replace the entire catheter. Also in preoperative, patient stated they not feel they was getting adequate pain relief.  The cause of event was undetermined. During the catheter exploration, no cerebra spinal fluid (csf) flow observed from aspirating the cap, or from the spinal segment and the catheter was replaced. The issue was resolved at the time of this report. Patient also had a ptm, 1mg dose x3 doses allowed per day that was disabled after replacement. Patient status at time of this report was alive no injury.